Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a methotrexate (mtx) infusion was delayed by approximately five hours. Mtx was programmed using basic infusion with an intended rate of 51.2ml/hour with a volume to be infused (vtbi) of 1127ml to infuse over twenty two (22) hours. Per the log report, approximately at 0900, the pump module infused only 1112ml out of 1127ml and took an additional five (5) hours to complete the infusion. There was patient involvement but no harm. Bd learned from the third party servicer, agiliti, that they were unable to duplicate the issue.

Event description:
It was reported that a methotrexate (mtx) infusion was delayed by approximately five hours. Mtx was programmed using basic infusion with an intended rate of 51.2ml/hour with a volume to be infused (vtbi) of 1127ml to infuse over twenty two (22) hours. Per the log report, approximately at 0900, the pump module infused only 1112ml out of 1127ml and took an additional five (5) hours to complete the infusion. There was patient involvement but no harm. Bd learned from the third party servicer, agiliti, that they were unable to duplicate the issue.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the reported event of a methotrexate infusion being delayed by approximately five (5) hours was confirmed through log review. Testing by bd was unable to be performed as the devices were not returned. It was reported that the devices would be investigated by agiliti. Per their testing, it was reported that the event was unable to be replicated and all units had passed initial inspection and testing. On (B)(6) 2023 at 11:14am, a basic infusion (non-guardrails) was programmed for pump module sn: (B)(6) to infuse at a rate of 51.2ml/hr with the vtbi (volume to be infused) programmed for 1,200ml. This is likely a programming error as the intended vtbi was reported to be 1,127ml. With the intended parameters, the duration of the infusion is expected to be approximately 22 hours. However, with the actual vtbi programmed for 1,200ml, the duration is approximately 23 hours and 24 minutes, extending the intended duration by approximately 1.5 hours. Further review of the event log showed approximately thirty (30) minutes of total downtime due to multiple occlusion alarms that had occurred during the infusion. It was also observed that the volume infused was cleared at 6:54pm. The infusion had completed at 11:11am on (B)(6) 2024. The total amount infused was calculated to be approximately 1,199.9ml, which was an approximate percentage error of -0.1% of the programmed vtbi of 1,200ml. A percentage error within the range of ±5% of the programmed vtbi showed that the pump module had infused within specification. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported delayed infusion is attributed to user programming.